Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery customer's blood glucose at time of incident was unknown. Customer use duracell battery and explained recommended battery type. The customer was explained that weak battery will occur prior to a failed battery test or low battery alert. Customer reported that pump randomly shut off, bolus stopped, loose battery cap and battery out limit. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test alarm, battery out limit alarm, weak battery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.